Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was getting error check vent: proximal pressure sensor auto zero failed" error being displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Determined that the proximal auto-zero solenoid (sol 3 and sol 4) need to be replaced; afterwards let unit run for an hour to ensure error does not reappear. The bme replaced the sol3 and sol4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.